Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the pump passed all functional tests and was confirmed working within specifications. A device history record review was carried out for the serial number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems occurring during manufacturing of this product in relation to the reported issue.

Event description:
It was reported that the device was placed at the hospital however when patient returned home, the device has run out of battery and will not turn on, the device was not charging.